Event description:
It was reported that the burr became stuck in the lesion, and surgery was required. A 1.50mm rotalink plus was selected for use in a percutaneous coronary intervention to treat stenosis in the right coronary artery (rca). During the procedure, the bur became stuck in the proximal rca. It was not possible to remove the burr. The patient was transferred to cardiac surgery. The patient remained stable the entire time. Due to the multi-vessel disease and the ablation complications, bypasses are planned. It was further reported that the 1.50mm rotalink plus burr was set to 170,000 and then stalled while in the highly calcified and highly tortuous proximal rca.

Event description:
It was reported that the burr became stuck in the lesion, and surgery was required. A 1.50mm rotalink plus was selected for use in a percutaneous coronary intervention to treat stenosis in the right coronary artery (rca). During the procedure, the bur became stuck in the proximal rca. It was not possible to remove the burr. The patient was transferred to cardiac surgery. The patient remained stable the entire time. Due to the multi-vessel disease and the ablation complications, bypasses are planned.